Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that screw failed due to a fracture. Screw removed successfully.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative three (3) titanium hexed uniscrew (uniht) were returned for investigation. Visual evaluation of the as returned product identified the screws with heavy signs of use, and debris attached to the threads. The hex part of the screws can be seen stripped. Screws fractured at the threads region. Device history record (DHR) review could not be performed as the lot numbers associated with the reported devices were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A 12 month long complaint history review by item number (uniht) was performed for similar category using keyword fracture screw through etq 9-23 complaint history review and no complaints about nonconforming products was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.